Event description:
Customer reported on 11th june from the us that they were experiencing low suction issues with their elvie pump. The customer has alleged that this has lead to mastitis. The customer advised that they were seen by a healthcare professional who prescribed antibiotics.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection.the customer care team have requested that the device is returned for analysis. The customer has not responded to the request to date. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.